Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility's site to evaluate and repair the suspect device. The fse confirmed the reported problem. The fse found the power switch broken inside, causing failure to power on. Upon replacing the switch, the problem was resolved.

Event description:
Olympus was informed of a report that the power button broke, and became stuck when the unit was powered off following a procedure, and the scope was removed for cleaning and disinfection. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the likely cause of the power switch failure was related to design.